Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's obturator was not seated correctly. It was reported that the obturator looked like a little longer. A customer reported that the patient was intubated.